Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. The customer was treated with an insulin drip and a dextrose drip. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, intermittent occlusion alarms had occurred. Customer changed pump supplies to resolve the occlusions. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.